Manufacturer narrative:
The reported issue has been confirmed during evaluation of received problem description. Customer did not request service and contacted third party for repair. It is unclear if any part was replaced in order to resolve the issue. No further information was provided.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that there was water ingress in the ventilator's air gas module. Patient involvement unknown. Manufacturer's ref.#: (B)(4).